Event description:
It was reported the patient presented to the emergency department with complaint of shortness of breath for several days. Bradycardia was also noted. Device data was transmitted and the information received on the remote transmission was reviewed by qualified personnel. It was determined t wave oversensing was occurring on the ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Additional information was received indicating the device was reprogrammed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).